Event description:
Patient had a coolgard subclavian catheter placement. The catheter was used for the first 3 days with the cooling unit and for 5 days as a central line, with the line installed for a total of 8 days. Literature states that the cool line can be in place for up to 7 days. The line was removed per protocol but when the catheter was removed it felt rough as it was withdrawn. Upon closer inspection, found that the proximal end of the proximal balloon of the catheter was ruptured. It is unknown whether the balloon was ruptured while in the patient or upon withdrawal. From staff reports, the coolgard did not have any problems while it was in use, and there are no signs of patient harm. There was no abnormal bleeding at the insertion site, no difficulty breathing or shortness of breath, and no neurological changes.